Manufacturer narrative:
2/6/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a segmental lung resection procedure. Reportedly, on the second and third firings the staples did not form properly and the tissue was not transected. The surgeon applied another device and resected the tissue at the application site to correct this condition. The hospital has reported the pt's status as satisfactory.